Event description:
It was initially reported that systems diagnostic test resulted in high lead impedance reading. X-rays were taken and evaluated by the physician, who did not find any breaks. Patient underwent full revision surgery the day after the x-ray evaluation. The lead was reportedly found in pieces, not cut by the surgeon. The patient did not report any manipulation with the product in question. Product was returned to the manufacturer and is currently undergoing product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.